Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for an unreported indication. During hospitalization, two days prior to being discharged, the patient experienced diarrhea "many times." On the same day the patient was discharged, the patient experienced peritonitis manifested by abdominal pain and cloudy pd fluids. The patient was hospitalized for the peritonitis. On the same day, the patient started treatment with bacqure (200 mg, 4 times a day, and (ip) intraperitoneally), amikacin (250 mg, 4 times a day, and ip), and proxacin (50 mg, 4 times a day, and ip) for peritonitis. The peritonitis was resolving and the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient recovered from the peritonitis and was discharged from the hospital, twenty-four days after the hospitalization. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1981 (no further information provided). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a supplemental report will be submitted.